Manufacturer narrative:
The last calibration was done on (B)(6) 2020 and was acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
As the calibration and qc results were acceptable, a general reagent issue could be ruled out. This event occurred in (B)(6).

Event description:
The initial reporter received questionable alp2 alkaline phosphatase results for two patient samples from the cobas 8000 cobas c 502 module. Patient 1 initial result was 262 u/l and the repeat results were 71 and 73 u/l. Patient 2 initial result was 175 u/l and the repeat results were 168 and 99 u/l. The questionable results were not reported outside of the laboratory. The reagent lot number was 47881101 with an expiration date of 28-feb-2021.